Event description:
Pt complained off symptoms of shortness of breath and lightheadedness. Noted evaluation to have significant ventricular undersensing by the lead (non-functioning atrial lead, poorly functioning pacer lead) pacer lead replacement of the atrial & ventricular lead and pacemaker generator replaced.